Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 90 days. However, because the patient is in palliative care, the physician elected to not perform an explant procedure and continue with monitoring. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.